Event description:
The facility reports the patient was hoisted from the bath and swung out from the bath. At this point, the machine tipped to the right. It has been reported that all the screws are now loose and have been pulled out of the base. No injuries were reported.